Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose was 35 mg/dl. The customer experienced the symptoms related to the low blood glucose such as shaking, sweating, mental confusion and inability to follow simple commands. Drive support cap appeared to be normal. It was unknown if the auto mode was active at the time of incident or not. Customer was not agreed insulin pump was operating as designed. The customer performed the self test and displacement test and both the test were passed and stated that the high pressure test was not possible. The insulin pump will be returned for analysis.